Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged due to the patient flailing his arms post- procedure while in the hospital. A revision procedure was performed and this lead could not be successfully repositioned due to tissue in the helix preventing proper extension and retraction. A replacement lead was implanted without further incident. No additional adverse patient effects were reported.